Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they were having battery issues. The battery was attempted to be charged over the weekend and the battery only showed 10.56v. The rse provide to the customer replacement part information for the v60 lithium-ion battery. In a good faith effort (gfe) response from the customer received on (B)(6) 2023. The customer stated that the part was ordered, replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.